Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient had atrial fibrillation. The patient was given aminodarone and support was continued. Additionally, there were diastolic suction alarms. Blood products were given to the patient. Support was continued until weaning was successful. The device was explanted and the procedural outcome was the patient survived the surgery.